Manufacturer narrative:
Reported event of clip mashed onto the bushing. Investigation revealed that the clip assembly was mashed onto the bushing. When attempting to actuate the control wire, the clip assembly detached from the bushing. The prongs could not be opened, but the clip assembly could still be deployed. Two clicks were heard. The prongs were not locked in to the capsule. It was also noticed that there was a kink in the control wire. Based on the condition of the returned device, the reported failure was confirmed and the root cause of the reported issue is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip would not open. The clip had not grasped and locked onto the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip was mashed onto the bushing, therefore this is now an MDR reportable event.